Manufacturer narrative:
The insulin pump was received with all buttons responding properly and passed the self test and the displacement test. The insulin pump was programmed with a test guardian gst and a glucose sensor simulator. The insulin pump communicated properly with the sensor and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The insulin pump was monitored for a day while connected to the glucose sensor simulator. No sensor connection errors, calibration errors, or sensor anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and required multiple press to respond. Customer¿s blood glucose level was unknown. Customer reported that the circle button that was not ramping by their own. The scroll bar was not moving with no inputs. Customer reported that the select button was unresponsive. Customer reported that the button was not unresponsive during easy bolus. Customer was advised to discontinue the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.